Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead; product ID: 3550-39, lot# unknown, product type: accessory; product ID: 3550-39, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they circumstances that led to the stim turning on and off was "probably" caused by a fall. Patient reported they had surgery replacement scheduled for (B)(6) 2019. Patient reported a lead was broken but did not show up on their x-rays, so they felt it was behind the generator. They will replace the generator and anything else on the 19th. Patient stated they were currently on pain meds to control the pain in their legs. Additional information was received from the rep. It was reported patient successfully underwent lead revision on (B)(6) 2019. It was discovered that there was fracture at the distal end of the lead in the coils of the lead under the stimulator battery. Rep noted the integrity of the lead was significantly compromised upon removal. Rep stated the received lead will not look like how it looked inside patient. The only abnormality was small fracture as described above.

Manufacturer narrative:
Supplemental to update h.6 codes, codes 4118, 3233, 11 no longer apply h3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor was broken at the anchor site and the molded rubber body tubing was loosened or pulled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had a loss of stimulation following a fall that occurred approximately 2 months prior to the report. The loss of stimulation did not occur right away, but the patient first noticed it on (B)(6) 2019. The patient was seen by the hcp on (B)(6) 2019 and it was decided to replace the lead after identifying impedances were all out of range. Surgery has been scheduled for (B)(6) 2019 to replace the lead. It was said the lead would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that patient could not get the stimulator connected to the battery and it would not go on and there was a wire sticking out of the implant in their butt and therefore they could not feel stimulation. Patient reported therapy was turning off by itself. Patient reported this morning she coughed and she felt the stimulation, however it was on for 2 minutes and then went off again. Patient stated that she charged the battery and it showed it was fully charged the last few times however the battery goes off so she uses the pp to turn it back on however the last time it would not work. Patient stated that she felt something going on at implant site and her husband looked at the area today and stated it looked like there was a wire sticking out. Patient mentioned she already tried adjusting the levels and increasing stimulation on the pp. Patient stated she fell awhile back but was not sure it was related. Patient stated that she had been doing a lot of yard work lately. Patient stated both the pp and ins were fully charged. Patient stated that the pp was showing that the ins was on, however the patient was not feeling any stimulation. Patient mentioned that stimulation worked best when laying down. Patient reported seeing poor communication at times. Patient repositioned the pp and connected successfully. Patient was able to adjust and increase the stimulation level during the call. The pp appeared to be working as int ended. Patient still did not feel stimulation after increasing the level. The patient increased the level from 4.15 to 5.10. No further complications were reported/anticipated.